Event description:
The pt was experiencing increased pain and sweating. A dye study was done. The results were not reported, but the catheter was explanted and replaced due to "suspected blockage, questionable granuloma." The pt outcome was reported as okay.